Event description:
It was reported via repair work order restraint strap was torn which could cause inadequate patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.